Manufacturer narrative:
(B)(4). The complete lead was returned to our post market quality assurance laboratory. Visual inspection noted that the helix was retracted and blood/body fluid was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation of a helix issue. The lead underwent and passed electrical testing. In conclusion, bodily fluid ingression in the helix housing may have impacted the helix functionality. Analysis did not identify any lead characteristics that would have contributed to dislodgement.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that a right atrial (ra) revision took place due to a lead dislodgment. A helix issue was also noted. A new lead was implanted. The ra lead will be returned. No additional adverse patient effects were reported.